Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.

Event description:
It was reported that the device would not transfer blood into the blood bag. The 300cc of blood was discarded. There were no adverse consequences. No pre-donated or bagged blood was given.